Event description:
It was reported on that the vns patient was referred for surgery to explant her device. The reason for the referral is unknown. It was noted that the patient was having problems with vocal cords. No known surgical interventions have occurred to date. Attempts for additional relevant information have been unsuccessful to date.

Manufacturer narrative:
.

Manufacturer narrative:
Date of event, corrected data: initial MDR inadvertently listed wrong event date.

Event description:
Clinic notes were received on (B)(4). Notes indicate that the patient has a hoarse voice related to vns and that voice was better off vns. It was recommended to keep vns at current settings. The settings were lowered in august to 0.75 ma due to the hoarse voice. The magnet was lowered on (B)(6) 2014 due to hoarseness.

Event description:
Additional information was received that the patient is reporting voice alteration. The physician thinks that the vagus nerve may be ¿burnt out or fired.¿ settings have been reduced. It was stated that per patient the vns has been helpful with her seizure control. Diagnostics were noted to ne within normal limits. No additional or relevant information has been received to date.